Event description:
The patient complained of not receiving therapy. During the surgery, the surgeon cut the pump segment from the spinal segment that appeared to be working properly due to csf (cerebrospinal fluid) flow. He then tried to aspirate through the connector at the pump site and was not able to clear the catheter. Per the surgeon ¿there appeared to be a small object inside of the pump connector and he believed that could have potentially been blocking drug flow¿. He decided to remove the existing pump segment and replaced it with a new one. The explanted pump-segment was discarded. Patient status at the time of this event was noted as alive - no injury. Drug delivered via the device was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8590-1 lot# n189377, implanted: 2009 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).